Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported clinician was doing an accucath and had it stick and could not retract the needle from a patient. It was very difficult to pull out d/t the fact that the needle would not retract.